Event description:
It was reported via repair work order that the side rail could drop due to broken assist cable and damaged assist pulley. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.